Event description:
Forty to 50 days post-operative the patient developed a reaction/infection after starting physical therapy following an arthroscopic meniscal repair procedure. During the procedure, the surgeon sutured through the joint and came out of the medial side of the knee. The patient wore a cast from the ankle to the groin. There were no signs of the reaction/infection until the cast was removed and the patient started physical therapy. The joint became swollen, and the suture sites were red and had pus coming out of them. The patient was administered oral antibiotics and recovered from the infection. Cultures were taken but came back negative.